Event description:
Customer reported a potential hazard when smoke was observed from behind the manual sampling areas of the epics xl flow cytometer. Customer turned off the unit and disconnected power. The magnitude of the smoke was small. Smoke detectors were not activated. There was not spark or flame and the fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The epics xl flow cytometry system is compliant with (B)(4) standard. The system was serviced by the field service engineer. The pneumatics drawer and sensor cable were replaced. Verified instrument performance. The root cause was determined to be the waste chamber sensor failure. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events.